Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. (B)(4).

Event description:
Dexcom was made aware on 07/02/2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional event information is available.